Manufacturer narrative:
The reported event was not confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). Upon visual inspection, damages on front enclosure were observed. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The platform passed the initial functional test without any fault or error. The archive data review showed no error. The platform was tested using the 95% patient test fixture (lrtf) with good known test batteries until discharged and the platform passed without any fault or error. Load cell characterization test confirmed both cell modules are functioning within the specification. A drive train motor brake gap inspection was performed and verified the gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with sn (B)(4).

Event description:
As reported, during training session with manikin, the autopulse platform (sn (B)(4)) displayed erratic ua (user advisory) codes. No patient involvement.